Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Caller reportedly received a blood glucose reading in the high 10's mmol/l range. It is alleged that 3 hours later customer tested with a reading of 12.3 mmol/l; she took an extra dose of humalog 2.5 units based on the reading. Customer began not feeling well, had a headache and was a little shaky; eventually becoming unresponsive; was treated with juice by her husband. Customer was unable to self-treat. Requested return of the alleged device for evaluation and replacement was provided.

Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review and remediation effort based on errors that occurred in the submission of mdrs for incorrect manufacturer name and/or address. A non-conformance report (ncr) ¿ 16847 to implement corrective actions was opened on january 29, 2025. Device performance and/or risk profile are not impacted.